Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a proteus mirabilis driveline infection. The patient experienced overheating in the area of the percutaneous site due to the infection as well as slight pressure pain. Infection parameters were increased. C-reactive protein (crp) was 10.6 mg/l and white blood cell count was 11 x10^9 cells/liter. There was no sign of mediastinitis. The patient was hospitalized and underwent x-ray, chest computed tomography, transthoracic echocardiography and laboratory tests. The patient was given antibiotics and the event reportedly resolved on (B)(6) 2019. There was reportedly no malfunction of the left ventricular assist device or the driveline.